Manufacturer narrative:
As no lot number was provided, the device history records could not be reviewed. No trend analysis could be performed as no item number is available. Event description: from the journal article, it was found that a patient underwent bone fracture fixation with znn screws and post 14 months of implantations, patient opted for implant removal. During removal process, lag screw got broken. Review of received data : x-ray before the implantation surgery, post-op x-ray and after x-ray 14 months post-op before the revision surgery were shown in the journal. Position of the implants seem without any problem. X-ray taken at 14 months postoperatively showed complete bone fusion, no evidence of loosening around the lag screw and presence of implant breakage previous to revision surgery. Photos of the broken lag screw are shown in the journal article, along with the photos of lag screw inserter and retaining shaft; which was also used for lag screw removal. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the correct removal procedure of the lag screw is explained in znn cmn standard surgical technique under chapter ¿ nail extraction. Description of lag screw removal using the lag screw extraction device: note: "it is recommended to use the lag screw cannula as guidance for the lag screw inserter while removing the lag screw. Assemble the lag screw inserter through the lag screw cannula into the lag screw. Use the compression device to push the lag screw cannula to the bone. Make sure the lag screw inserter is fully seated. Hand tighten the lag screw inserter with the 3.5mm hex screwdriver" root cause analysis root cause determination using rmw: damage of the implant (tap-stripping) due to lack of adequate lag screw design for extraction not possible -> torsional strength evaluation of the zimmer natural nail cephalomedullary nail lag screw tab interface and material compatibility specification certify the design of the lag screw for extraction. Screw damage due to users apply too high torque force leading to hex stripping => possible, too high force applied on the lag screw can lead to the the stripping resulting in the system being stuck. Lag screw damaged or tap stripping connection due to users apply much/not enough forces to tight the lag screw inserter and the lag screw leading to damage of lag screw or tap stripping can lead to damage of lag screw or tap stripping. => possible, application of very much or not enough forces to tight the lag screw inserter and the lag screw might lead to damage of lag screw or tap stripping resulting in damage of lag screw or tap stripping. Conclusion summary: the patient came to the hospital 14 months post-op and desired removal of the implant. Physical examination revealed no abnormal findings with normal joint range of motion. A plain anteroposterior pelvic radiograph showed complete bone union with no sign of implant failure. Patient underwent revision surgery and during the revision surgery lag screw got broken intraoperatively. According to the journal, after insertion of the original zimmer lag screw inserter and retaining shaft, it was attempted to remove the lag screw by maneuvering it in the counter-clockwise direction. However, an unpredicted breakage of the tail portion of the lag screw occurred. Two pieces of the broken part of the tail portion of the lag screw were removed. Product was not returned for investigation. Ref/lot info was unavailable. The DHR check could not be performed as the lot number was not available. The correct removal procedure of the lag screw is explained in znn cmn standard surgical technique. Possible reasons for the reported event are wrong alignment of the lag screw position leading to damage on lag screw during the time in use, high forces applied during the extraction process leading to the hex stripping and application of very much or not enough forces to tight the lag screw inserter and the lag screw leading to damage of lag screw or tap stripping. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. The following complaints are related to same article: (B)(4). (B)(4).

Event description:
The following journal article was received: breakage of the tail portion of the lag screw during removal of proximal femoral zimmer natural nail: report of two cases with technical notes asep santoso, md, ik-sun choi, md, kyung-soon park, md, phd, and taek-rim yoon, md, phd case report: hip & pelvis 29(3): 199-203, 2017. From the article, it was found that the patient was implanted an unknown trauma lag screw on the right side on an unknown date and the patient underwent revision surgery post 14 months of implantation for implant removal. During removal process, the lag screw fractured.